Event description:
It was reported that during a laparoscopic cholecystectomy while the device was being used on the cystic duct, the clips did not fire correctly. Each clip came out of the device not fully closed and did not stay on the tissue. The clips were retrieved. After three attempts the device was replaced with another clip applier, which worked fine. There was no injury to the pt.

Manufacturer narrative:
The device has not been returned to the MFR as of the date of this report. A f/u report will be sent if the device is received.